Event description:
Customer had used her saalt cup for 4 periods before the stem broke off during removal on (B)(6) 2019. Customer went to urgent care to have cup removed as she could not reach the base of the cup without using the stem to remove the cup. The doctor disgarded the cup at the hospital. Saalt provided a refund for the purchase of the cup and removal tips if she chooses to use a menstrual cup in the future.